Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the device evaluation result, it is possible that the endoscopic image was not displayed because the video communication could not be transmitted to the video system center due to the broken camera cable. Olympus medical systems corp. (Omsc) checked the product shipment record and found no abnormalities on the device. Therefore, damage to the camera cable may have been caused by the user's handling. The instruction manual provides preventive measures against damage to the camera cable. By following this instruction, the user may have been able to prevent the reported event from occurring. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4) sales & marketing (ocsm). As a result of the evaluation, the following was confirmed. The reported phenomenon was reproduced. The endoscopic image was not displayed due to a defect in the camera cable. The device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the reprocessing, the endoscopic image was not displayed. The device was used in combination with the olympus video system center cv-180. There was no report of patient injury associated with the event.